Manufacturer narrative:
The investigation for the reported event has been completed. The customer did not contact siemens service organization directly due to the lack of service contract. Siemens service engineer reached out to customer and confirmed the following information: 1) the x-ray release was not possible prior to the emergency cardiology procedure. 2) patient was neither punctured nor anaesthetized when the issue was discovered. 3) the customer did not disclose any further patient rehabilitation information. The log files collected by the siemens service engineer showed the following. The concerned device was powering on with no patient registration or x-ray release performed at this time. The system then detected communication error between the d600 and d601 boards. When the customer started to use the system several hours later, it was discovered that the x-ray exposure was not possible. No patient registration was done. System was then rebooted several times but the error still remained. The system was returned to normal x-ray functionality after reconnection of the cables between d600 board and d601 boards was performed by the local service engineer. The x-ray unavailability was caused by the loose cable between the d600 and d601 boards in the generator. No similar complaints have been received from other systems in the field. The observation of this issue is done continuously in regular field monitoring. Currently no systematic issue is identified. No further actions are taken at this point of time.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. A patient with acute myocardial infarction was on the table; the system was on and ready for x-ray exposure. The patient was not yet punctured and anaesthetized, when the customer found that no x-ray release was possible on the system. The medical personnel immediately performed thrombolytic therapy on the patient; and the patient was then transferred to a higher-level hospital for continued treatment. The customer did not disclose any further information about patient rehabilitation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.